Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead was returned in two segments. One segment was severed 140mm from the terminal pin and the other segment contained the lead tip. The total length is 660mm; analysis indicated a segment of the lead and/or insulation may be missing from the midbody section of the lead. All leads appear cut and there were cuts noted in the lead insulation. In addition, tissue with calcification is noted on the insulation proximal of the proximal spring and the clear medical adhesive is torn/separated from the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The segments passed a continuity test with manipulation. The reported observation of noise could not be confirmed by analysis of the lead segments returned. Explant related damage only was noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise did not lead to oversensing, but the physician elected to replace the lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.